Event description:
It was reported that the insulin pump alarmed motor error. Troubleshooting was done. Customer's blood glucose was 207 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back up plan per health care provider. No further information provided.

Manufacturer narrative:
No cosmetic damage noted on pump assembly. The insulin pump passed the prime, displacement, rewind and basic occlusion tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).